Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side textured implant exchange. Healthcare professional later reported rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side textured implant exchange. Healthcare professional later reported rupture. The device has been explanted and replaced.